Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. They were unable to perform the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor system alarm and excessive no delivery test due to blank display. The pump had broken reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 252 mg/dl at the time of incident. The customer's mother stated that reservoir was wet and the rubber ring fell out of the pump. The customer had not treated. The customer's mother stated that the pump had cosmetic damage. They were advised to disconnect from the insulin pump and revert to back-up plan. They were advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.